Event description:
Legal claim alleges that the patient was revised. Update: (B)(6) 2011 - litigation papers received. They allege that patient experienced pain, weakness, and difficulty with simple daily living activities. Complaint was reopened to add part and lot numbers for head and cup, as well as patients date of birth. Patient is represented by a new law firm. Updated legal info.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.